Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During procedure, the stent was unable to be deployed. The delivery system and stent were removed from the patient and the stent was disposed. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; catheter broke and catheter stuck on wire.

Manufacturer narrative:
A visual evaluation of the returned delivery system revealed the proximal end of the push catheter was buckled. The proximal end of the guide catheter was stretched and broken. The distal piece of the guide catheter was missing indicating that it was not returned by the customer. The suture was found intact at the distal end of the delivery system. It is likely that during retraction of guide catheter, the suture embedded inside the guide catheter assembly hindering the deployment of stent. This may have potentially caused stretching / breakage of the guide catheter assembly. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.